Event description:
Microtip would not prime. Three attempts were made to prime. Each time I went through the set up process step-by-step and the cassette clicked and tubing was checked to make sure they were all in the correct grooves. I opened another microtip and repeated the same process four times without priming.

Manufacturer narrative:
"Unit was received from the field for evaluation. Refer to evaluation # (B)(4) opened units returned. Customer stated " "failed priming." " found both cassettes with misaligned peristaltic tubing and signs of distress on the tubing walls. With tubing aligned properly, both cassettes primed properly. Attribute failures to training. The DHR for lot 11213-07 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 11213-07. There were (B)(4) reported microtip unit failures from this lot. Lot 11213-07 has a failure rate of (B)(4).